Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a left common iliac artery aneurysm, and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The left internal iliac artery (liia) was embolized during the procedure and the trunk component was implanted to intentionally coverage of the liaa by the ipsilateral leg. Final angiography revealed a distal type I endoleak originating from the contralateral leg component in the right common iliac artery (rcia). The physician elected to monitor it, and the procedure was completed. It was reported that the patient also had a right internal iliac artery (riia) aneurysm which was left untreated coverage of both internal iliac arteries at the same time was not preferred by the physician. The patient tolerated the procedure. On (B)(6) 2020, follow-up imaging determined the endoleak persisted and the patient underwent reintervention. The riia was coil embolized and an additional contralateral leg component with intentional coverage of the riia. The patient tolerated the procedure and the endoleak was resolved.